Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file that shows a causal relationship between the peritonitis event and the use of the liberty select cycler with cycler set. Additionally, there are no allegations of a device malfunction or a leak or defect with the cycler set. The cause of the peritonitis has not been confirmed. All pd patients are at an increased risk of infection due to a comprised immune system. The culture result of staphylococcus epidermidis, a predominant organism of the normal flora on human skin, suggests a possible breach in aseptic technique. S. Epidermidis is the most frequent cause of peritonitis. Based on the available information and the lack of any allegation of a malfunction or product deficiency against any fresenius product, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a male patient on peritoneal dialysis (pd) for renal replacement therapy (rrt) was diagnosed with peritonitis. The patient presented to the pd clinic with cloudy pd effluent, diarrhea and feeling sick to their stomach. The patient¿s pd effluent culture was positive for staphylococcus epidermidis and had a white cell count of 4250 (unknown units) with 82% polymorphonuclear cells. The patient was initiated on antibiotics with an initial dose of intraperitoneal (ip) vancomycin 2800ml and ip ceftazidime 1g. The patient was then subsequently prescribed ip vancomycin 2800ml every other day for 19 days. The patient did not require hospitalization and they continued with pd therapy on the liberty select cycler with cycler set. The patient did not report any issues with pd therapy on the liberty select cycler with cycler set. No malfunctions, leaks or deficiencies were reported. The cause of the peritonitis was not confirmed.